Manufacturer narrative:
It was reported that left hip revision surgery was performed due femoral neck fracture & metallosis. During surgery the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This 58 year old male was implanted with a left bhr due to avn involving 25% of the femoral head. After 5 years in situ, the patient underwent a revision/conversion to a standard tha due to report of a failed left bhr with femoral neck fracture. The revision operative report states that "previous incision was incised and dissection was carried down through the black and metallosis hip." The bhr acetabular component was removed and replaced with a 54 mm r3 cup, xlpe liner and a standard offset 12 synergy stem. Neither supporting intra-op findings/images nor pathology/lab results were provided to confirm the reported elevated cobalt and chromium levels. No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. The clinical symptoms of the reported failed left bhr cannot be confirmed based on the information provided. The source of the reported femoral neck fracture cannot be determined but the relationship to the previous avascular necrosis cannot be ruled out. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to metallosis.